Event description:
It was reported that the right ventricular (rv) lead had observable noise and the short interval counts (sic) had increased. It was noted that the impedances were stable and the noise was unable to be reproduced. The rv lead was capped and replaced. During the replacement procedure, the attempted rv lead had difficulty getting past the superior vena cava (svc) and advancing into the rv. The first placement attempt had difficulty extending the helix and the second attempt the helix was unable to extend with impedance greater than 4000 ohms. The rv lead had a possible fracture. The rv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Also, the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194 implantable pacing lead 2006 (B)(6); 5568 implantable pacing lead 2001 (B)(6), implanted: 2001 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.